Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported a patient developed a urinary tract infection (uti) and the customer got a positive culture result after the cystonephrofiberscope was used for a diagnostic cystoscopy procedure. The patient experienced symptoms of problems urinating and blood in urine which began on (B)(6) 2025. A urine culture was positive for enterococcus faecalis. The patient received fosfomycin (monurol) for treatment. The patient's current condition is reported to be symptoms free. No further patient harm was reported.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation, and the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025 sampling from: insertion section. Cfu: unspecified. Bacterial identification: staphylococcus epidermidis. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. The device was evaluated, which revealed foreign material inside the insertion section, distal end plastic cover, and objective lens. Based on the results of the investigation and because the user culture results were not shared, the reported patient infection was not confirmed, and a root cause could not be determined. An operation problem was identified; however, the most probable cause was not established as the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. The customer's report that "they did get a positive culture" was confirmed. Third-party culture testing of the device confirmed positive cultures in the insertion section. A definitive root cause could not be determined. A stress problem was identified; however, the most probable cause was not established as the investigation findings do not lead to a clear conclusion about the cause of the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.